Manufacturer narrative:
Article citation: ¿risk factors for capsular contracture: a retrospective study in immediate reconstruction versus delayed reconstruction;¿ maiko de kerckhove, md, phd, yoshiko iwahira, md, phd; wolters kluwer health inc.; prs global open 2020; 21 may 2020; the american society of plastic surgeons 2020. (B)(4). The events of seroma, infection (unknown onset), ischemia, wound dehiscence, necrosis, exposure, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, infection (unknown onset), ischemia, wound dehiscence, necrosis, exposure, and capsular contracture (grade iii-IV).

Event description:
Journal article ¿risk factors for capsular contracture: a retrospective study in immediate reconstruction versus delayed reconstruction¿ reported complications following immediate ¿expander insertion¿ of ¿hematoma, seroma, infection, ischemic skin wound, exposure occurrence.¿ patient was considered to experience hematoma ¿if history of hematoma removal or a subcutaneous hemorrhage beyond the dissection area¿ and skin ischemia ¿judged to be present in the case of necrosis or dehiscence of the wound margin or nipple areola regions.¿ baker grade iii or IV was diagnosed for all patients with capsular contracture formation. The tissue expander was explanted after 7 months. The event of hematoma is not considered device related.